Event description:
It was reported that the 9900 system locked up with a motion detected error message and the workstation was making noise. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.